Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. This eMDR represents the Composix E/X Mesh (Device 1). An additional supplemental eMDR was submitted to represent the Kugel Patch (Device 2). Note: Section A through F - The information provided by BD represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to BD.

Event description:
Per information provided:NI-NI-NI - Patient had repair with implant of Composix E/X Mesh (Device 1). (Note: There is no operative notes provided for this procedure in medical records).(b)(6) 2005 - Patient was diagnosed with recurrent ventral hernia thereby underwent open repair with excision of Composix E/X Mesh (Device 1) and implant of Kugel Patch (Device 2). Per op notes, "Right periumbilical transverse incision was re-incised. A very large hernia sac was identified. The excessive hernia sac was amputated. The preperitoneal space about the fascial defect was developed. The Composix E/X Mesh (Device 1) was excised. A Kugel Patch (Device 2) was placed in the preperitoneal spaces and secured with suture."(b)(6) 2010 - Patient was diagnosed with incarcerated recurrent ventral incisional hernia thereby underwent laparoscopic repair with implant of SepraMesh IP (Device 3). Per op notes, "A horizontal incision was made in the left upper coastal margin. The bowel was reduced from the defect. A loop of bowel was adherent to the surface of the mesh (Device 2) and it was clearly identified. The bowel was peeled off the mesh. The mesh (Device 2) was noted to be laid in the anterior surface of the hernia sac in the subcutaneous space. A second defect was identified in the anterior abdominal wall and it contained incarcerated greater omentum. This was reduced and the edges were cleaned. A SepraMesh IP (Device 3) was placed to cover both defects and secured with sutures."